Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board and the image processor were replaced and the camera was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system generated black images and the technique tracked to maximum. There are no reports of pt injury or death associated with this event.